Manufacturer narrative:
The technician found the plug missing from the communication cable. The technician replaced the communication cable to repair the bed.

Event description:
Info received indicates the bed is not placing a nurse call.